Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. . The gender of the baseline characteristics is male and the baseline age is (B)(6). Patient information is limited due to confidentiality concerns. Correspondence was sent to the author requesting additional information, with no reply at the time of this report; however, upon receipt a supplemental report will be submitted accordingly. Multiple manufacturers were referenced in the article, but with no manufacturer-device-/product failure correlation. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: immediate and 12 months follow up of function and lead integrity after cranial MRI in 356 patients with conventional cardiac pacemakers. J. Cardiovasc. Mag n. Reson. 2014;16(1):1097-6647. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardio defibrillator (ICD) systems. All patients underwent a magnetic resonance imaging (MRI) procedure. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device and/or lead serial numbers. The lead failure noted in the article was ¿artifacts,¿ but there were no model-specific failure indications. All devices were found to be functioning appropriately after the MRI; however, power-on-reset (por) had occurred and some reprogramming was necessary. The status of the devices and leads is unknown. No patient complications have been reported as a result of this event.